Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected evaluation codes. Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed (B)(6) 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 dec 17. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2017-21183 ). Original MFR-( 1818910-2017-21183 ) will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 17 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to bilateral knee osteoarthritis and pain. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to pain and discomfort. The surgeon indicated the tibial component was loose at the implant to cement interface. He noted the femoral component appeared to be solid and was not revised, and the patella was stable and not revised. The patient was implanted with attune system and smartset cement x 2 and there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2017 (lt knee).